Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to patient condition. The reported events do not indicate any device damages or failures during unpackaging, preparation, or testing. It is known that the rota device can be used within severe patient anatomy, and that the likelihood of adverse events occurring can increase during use within severe patient anatomy. As the reported events indicate that the device was impacted by the significant calcification, it was considered likely that the reported events were attributable to the severe patient anatomy encountered during the procedure. E1-initial reporter phone number: (B)(6).

Event description:
It was reported that the burr got stuck in the lesion. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, inside the patient, when the burr rotated at high speed to push cross the significant calcified plaque, the speed decreased and the burr was bitten by the calcified lesion resulting in mechanical stutter. The device was completely removed from the patient's body, and the procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.